Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the network issue was fixed by the facility department. A field service engineer troubleshooted and found that there was a network connection failure which had no internet. So, assisted to contact the facility department. Drawers are all online and available. The system functioned as intended.

Event description:
It was reported by the customer that a pyxis medbank system had a drawer failure which was not opening. They reported that the user was unable to remove the medication and there was no delay to the patient's workflow. There were no adverse events or injuries reported based on this incident.